Manufacturer narrative:
A ge representative evaluated the system and replaced the rtos, ip, da, and si boards and replaced the back plane. System operates as intended.

Event description:
Customer reported the system would not boot following an accidental loss of power to the system. No patient injury was reported.